Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrioventricular nodal ablation procedure a intellatip mifi open-irrigated catheter was selected for use. During the procedure the physician had trouble reaching the desire target and the catheter was heavily maneuvered. A long steerable zurpaz sheath was also added. No temperature drops were observed and the temperature was constantly at 24 degrees celsius. The generator showed temperature reading of 34 degrees celsius, however, the lspro workstation displayed 24 degrees. Post procedure, the catheter was examined and it was reported that "something was loose" in the distal shaft of the catheter. Irrigation was tested and was working properly. The original device was used to complete the procedure. No patient complications were noted.

Event description:
During an atrioventricular nodal ablation procedure a intellatip mifi open-irrigated catheter was selected for use. During the procedure the physician had trouble reaching the desire target and the catheter was heavily maneuvered. A long steerable zurpaz sheath was also added. No temperature drops were observed and the temperature was constantly at 24 degrees celsius. The generator showed temperature reading of 34 degrees celsius, however, the lspro workstation displayed 24 degrees. Post procedure, the catheter was examined and it was reported that "something was loose" in the distal shaft of the catheter. Irrigation was tested and was working properly. The original device was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted no defects or damages. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and the device was found within specification. No opens or shorts circuits were found. With all the available information, boston scientific concludes the reported observation of lack of temperature changes was not confirmed through investigational analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.